Event description:
The customer reported that when preparing the subject device for an unspecified procedure, the bending angle in the up/down/left/right directions were loose, and the forceps elevator movement was not smooth. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed around the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material around the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found around the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found the objective lens was scratched, the adhesive on the bending section cover was detached, the connecting tube was wrinkled and scratched, the forceps channel port and the suction cylinder were shaved, the bending angle in the down/right direction was out of specification due to wear of the angulation wire, the play of up/down knob was out of specification due to deformation of the forceps elevator wire, the forceps lever would not move smoothly due to deformation of the forceps elevator wire, the distal end cover was dirty, and the adhesive around the light guide lens was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received regarding the customer's reported issue, and to correct information provided in the initial medwatch report. Correction to g3 of the initial medwatch: the date received by manufacturer should be mar. 1, 2022. Corrected information also in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is possible that reprocessing was not able to be conducted in accordance with the IFU due to the forceps elevator movement issues due to deformation of the forceps elevator wire (k-wire). As a result, foreign material may have remained at/around the forceps elevator. However, a definitive root cause could not be determined. The device's IFU provides the following regarding proper cleaning of the device: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported issue (the bending angle in the up/down/left/right directions were loose, and the forceps elevator movement was not smooth): the reported issue occurred during the inspection phase of the reprocessing cycle. The issue did not occur when preparing the subject device for an unspecified procedure, as was reported in the initial medwatch report. There was no patient or procedure involvement or impact reported due to the issue. Further follow-up confirmed the customer follows the reprocessing steps as outlined in the device's instructions for use (IFU) and per training performed by olympus. The customer performs the following steps, as outlined in the IFU: precleaning & inspection, leak testing, cleaning & manual brushing with detergent, disinfection & rinsing. The device was not used on a patient after the reported issue was observed.

Manufacturer narrative:
This report is being supplemented to add additional coding to section h6: type of investigation.